Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicates the right ventricular (rv) lead high capture threshold was due to fibrotic tissue. The rv lead was explanted and replaced to resolve this event, and the patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient present in-clinic for syncope, and high capture threshold was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve this event. The patient was stable following this event with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. After cleaning the helix region of blood/tissue, the helix was able to extend and retract, and the extended helix was within product specification. The reported event of high capture threshold was not confirmed.